Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the spring in the instrument broke during surgery. There was no extension of surgery time. The issue was resolved with a same/like product. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be conforming. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.